Event description:
Litigation alleges that due to metal ions and particles being released into patient's blood, tissue, and bone surrounding the implant, patient experienced severe pain, discomfort, and inflammation in thigh and groin. Additionally, patient also experiences a popping and snapping sensation in hip joint when walking or moving to and from a sitting position.

Manufacturer narrative:
Update - (B)(4) 2012 - medical records were received. Part/lot information was identified. Patient was revised on (B)(6) 2012. Medical records are available on external hard drive if needed for further review. Patient height is (B)(6). The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
(B)(4). There is no new information that would change the outcome of the investigation. The investigation is still considered closed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 06/21/2016 - medical records received. Medical records reported that patient had a dislocation with closed reduction (B)(6) 2012. There were no reports of revision or lab results for metal ions within medical records reviewed at this time. Aspiration of hip completed with turbid fluid removed and tested. An unknown stem is being added to complaint for alleged high metal ions without lab results.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 10/4/16, 10/10/16 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and pain. Lab values have been provided for the alleged high metal ion levels. The part/lot is being updated for the stem. The complaint was updated on: 10/28/2016.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.